Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since the middle of last week when pt used group c they would leave the external equipment in their living room since it worked when inside but when they go outside they could not feel stimulation therapy when they were told they could with the scenario. The pt was not on group b at 2.5; pt could feel it when they go outside without the external equipment. Pt stated group c did not work and their pain gets worse. The patient was redirected to their healthcare provider to further address the issue.